Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received a shock. A remote monitoring transmission indicated that there was potential undersensing as well as t-wave oversensing. The physician indicated that the shock was inappropriate. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.